Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was showing full remaining battery capacity and showing pre-eri characteristics on (B)(6) 2018 transmission; device was implanted (B)(6). Device is not at eri yet and it was discussed that normal longevity is expected from the device. It was also discussed that at the next clinic follow-up to try to clear the voltage status via the engineering test-page, as voltage appeared to be due to transient cold exposure.